Event description:
Per patient information verification card, this system was removed due to infection. The hospital discarded the system. Corox otw 85-bp, MDR 1028232-2009-00940. And medtronic tdg devices.